Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address swollen and painful knee. Also, knee has been aspirated and infection was suspected. A decision was made to open the knee, debridement and washout. It was also stated that at the time of primary surgery it was noted that the patient had large extended pockets of synovitis. Affected side - right knee doi: (B)(6) 2016; dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.